Event description:
It was reported that the patient presented to the emergency department with symptoms of lightheadedness and dizziness. A device check indicated that the right ventricular (rv) lead thresholds recently had an acute rise from 1 volt to 2.5 volts. The device outputs were increased to maintain capture until the lead could be replaced. During replacement procedure it was found that the patient¿s left vascular system was occluded so the lead was programmed off and a new lead was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).